Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found the sensor broken. The broken part was missing. It could not be confirmed if the customer received the sensor in damaged condition due to the customer returning an opened/used product.

Event description:
It was reported via phone call that the customer's sensor and transmitter were not connecting to each other. No further details were given. The sensor was returned for analysis.